Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that the connection of an integrated apd set with cassette with a dianeal low cal 2.5% dex 6l bag (baxter product) became loose and leaked. This occurred while the home patient (hp) was checking the clamps and attempting to tighten the connection. The hp stated that nothing unusual was noticed with the supplies or their packaging. The supplies were stored indoors. No issues were encountered during setup, and tools/devices were not used to make the connection. The hp was to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.